Event description:
It was reported that the user initiated ilet pump therapy and subsequently experienced low blood glucose, which they attributed to residual long-acting insulin on board. They remained connected to the ilet and used oral glucose to treat the event. Symptoms included hypoglycemia with a nadir of 70 mg/dl. Outcomes included symptom resolution with self-treatment and no further medical intervention. Investigation included customer care troubleshooting and education regarding continued monitoring and treatment of low readings. Investigation of this case revealed no device malfunction and suggested the low glucose was consistent with overlapping insulin action during the transition to pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors during therapy transition.